Event description:
The customer reported that the insulin pump was not recognizing the reservoir during the manual prime. The motor kept pushing forward without recognizing the reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind and displacement tests. However, the insulin pump alarmed during the basic occlusion test due to a loose motor support disk. No rewind anomalies were noted. The motor was tested outside the device, and passed.